Manufacturer narrative:
A smart flex 5mm x 100mm 12 biliary self-expanding stent (ses) seemed to get hung up on the stent while it is being removed. The target lesion is the superficial femoral artery (sfa) which was calcified and with seventy percent stenosis. The device was stored as per labeling. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The product was stored, inspected, prepped and handled according to the instruction for use (IFU) with nothing unusual noted. A cordis unknown 6fr sheath was used. The delivery of the stent delivery system (sds) to the lesion was contralateral. The sds did not pass through any acute bends. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed in the patient and delivery system was then removed. There was no reported patient injury. The device was returned for analysis. A non-sterile unit of ¿smart flex 5x100 bil, 120cm¿ was received coiled inside of a clear plastic bag. Product was unpacked to proceed with the product evaluation. A kinked/bent condition was observed at 127 cm from the distal tip. It is possible that the damage was caused as a consequence of coiling the device to fit into the plastic bag used for transport, where then the product is shipped to the facilities to be analyzed. Since the original tubing dispenser was not used to return the unit, the unit was exposed to suffer a kinked/bent condition. Nonetheless, the unit was fully deployed, and the stent was not returned for analysis. The hemostasis valve was tightly closed. No other damages or anomalies were observed. Dimensional analysis was performed to verify the correct outer diameter (od) of the crossing profile, measurements were taken as near as possible to the damages noted, as received and results were found within specification. A product history record (phr) review of lot 237614 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses~ withdrawal difficulty - snagged/caught on stent¿ was not confirmed due to the dimensional analysis results that were found within specification. Procedural factors and handling process such as the patient¿s anatomy, user technique, user interaction with the device during withdrawal and vessel characteristics of a calcified lesion with seventy percent stenosis may have contributed to the reported event. According to the instructions for use ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers distal to the target lesion and proximal placement marker proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve on the handle must be loosened to allow free movement of the pusher tube. Deploy the stent. Stent deployment must be performed under fluoroscopic guidance. Grip the outer sheath and handle with one hand and the pusher tube with the other. Move the outer sheath proximally relative to the pusher tube, while holding the pusher tube in a fixed position. The position of the delivery system may need to be adjusted to keep the distal stent markers at the appropriate location. Once the distal end of the stent starts to deploy continue to retract the proximal outer sheath and handle while holding the pusher tube still until the stent is fully deployed and the proximal stent markers have expanded.¿ neither the phr review nor the dimensional product analysis suggests that the reported condition could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. This device was received for analysis, but the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5mm x 100mm 120 smart flex biliary self-expanding stent (ses) seemed to get hung up on the stent while it is being removed. There was no reported patient injury. The target lesion is the superficial femoral artery (sfa) which was calcified and with seventy percent stenosis. The device was stored as per labeling. The diameter of the unconstrained stent size was 1-2 mm larger than the vessel diameter. The product was stored, inspected, prepped and handled according to the instruction for use (IFU) with nothing unusual noted. A cordis unknown 6fr sheath was used. The delivery of the stent delivery system (sds) to the lesion was contralateral. The sds did not pass through any acute bends. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The stent was deployed in the patient and delivery system was then removed. The device will be returned for evaluation. No other information was provided.